Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report stated that the device was explanted and that a customer letter was requested, specifically regarding warranty status. Analysis of the returned ipg found no anomalies, it had not declared eri or eol, and it passed all communication and functional testing. The ipg¿s longevity was calculated using the information provided and it was determined that the ipg¿s estimated remaining longevity was 4.8 years.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgery occurred during which ipg was explanted. The reason for explant is unknown.